Manufacturer narrative:
Repair has not been completed at this time.

Event description:
The account alleged the brakes are not holding, then the account tries to engage the brakes with more force and then they are bending/braking parts because of this.